Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2011 and a drain was placed. After the drain was connected to a reservoir, there was no drain suction. The surgeon exchanged it for another drain, which worked normally. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01630. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The actual drain and adapter was returned for evaluation. During evaluation, a reservoir was attached to the drain. The fluted end of the drain was put into a bowl filled with water. When activated, the drainage performed properly and the reservoir filled with water.